Event description:
A customer reported they obtained high readings on their precision xtra meter. The customer reported they obtained a reading of 243 mg/dl compared to 118 mg/dl with a laboratory meter with a 10 minute timescale. When plotted on a parkes error grid the results fell in the 'c' zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer returned his meter and has been tested. The complaint was not confirmed and no new issues were observed. All results were within range specs, the standard deviation was within spec and no errors were observed during control solution testing.